Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on a thorascopic wedge resection, the jaws were closed and the green button was pressed, but the firing was unable to be performed. The reload was replaced with another one, and attempt was made again, but the same event occurred. The procedure was completed with another device. There was no patient injury.